Manufacturer narrative:
(B)(4) evaluation summary: all available information was investigated, and the returned device analysis confirmed the reported loose connection between the returned stopcocks and steerable guide catheter (sgc) flush port. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported loose/intermittent connection may be attributed to variation in the non-abbott stopcocks used at the account; however, this cannot be definitively confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional steerable guide catheter is filed in a separate medwatch report.

Event description:
This report is submitted as during preparation of the steerable guiding catheter (sgc), the stopcock did not connect to the sgc flush port, and if were to reoccur in the anatomy there is potential of air leak and injury. It was reported that during preparation of the steerable guiding catheter (sgc) (60527u102), the 3-way stopcock would not connect to the sgc flush port; different stopcocks were attempted, but would not connect. The same issue occurred with a second sgc (60526u148); the stopcock did not connect to the flush port, a second stopcock was attempted without success. No damage was observed on the flush ports. There was no patient involvement. There was no clinically significant delay to the procedure. No additional information was provided.